Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2025).

Event description:
It was reported that during a port placement procedure, a crack allegedly formed on the hub of the introducer needle. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: bardport implantable port kit. Containing one bard implantable port, one tunneler, one cath-lock loaded to a catheter, one vein pick, one right-angle non-coring needle, one straight non-coring needle, one cath-lock, one hypodermic needle, one j-tip guidewire loaded to a guidewire hoop, one syringe, one flushing connector, one introducer needle, one safety infusion set and one 6.5fr introducer peel-apart sheath and one vessel dilator was received for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as multiple cracks were noted throughout the introducer needle hub during microscopic observation and leak from the needle hub was noted during functional testing. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, a crack allegedly formed on the hub of the introducer needle. There was no reported patient injury.